Event description:
It was reported that the renasys go keeps displaying the full blockage in spite new canister and new dressing. Troubleshooting performed. Customer confirmed dressing always appear collapsed and raisin-like and that she had already tried milking the tube. Customer also disconnected at quick click connector and leave pump running and the blockage full alarm got resolved. Nurse informed her that it is likely related to the dressing/sot port tubing which would require a dressing change per clinical guideline. Customer confirmed she does feel the suctioning motion and that indeed the device is working, but the display screen keeps showing blockage full. No additional information is available.

Manufacturer narrative:
D1, d4, e1, h6: the device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. A potential probable root cause is component failure or system set-up failure. Further assistance can be found within the information for use. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.